Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was able to reproduce the reported issue. The stm determined that the display coiled cord elbow connector turned easily without resistance; the stm was able to disconnect the coil connector simply by turning the coil connector. Additionally, the stm confirmed fault codes #111 and #112 in the fault logs. To fix the issue the stm replaced the coiled cord cable and proceeded to perform a preventative maintenance on the iabp. All functional and safety checks were performed and passed to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine function check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown with fully charged batteries. No patient involvement or adverse event was reported.